Manufacturer narrative:
Investigation of the returned device found an internal leak. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed leaking from a hole in the unexposed portion of the soft cannula. This damage to the unexposed soft cannula prevented accurate leak testing which resulted in the inability to test the exposed portion of the cannula for leaks to confirm the reported event. Cracks were found on the top housing. The timing and cause of the cracks is unknown.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.